Manufacturer narrative:
The customer declined to provide remote instrument access, so no investigation could be performed.

Event description:
On (B)(6) 2016, a customer site reported an unexpectedly negative antibody identification when tested on a galileo echo instrument.